Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. No additional event or patient information is available. Data was returned for evaluation, but does not reflect the full investigation window. Confirmation of the complaint could not be determined. The root cause could not be determined.